Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "airway pressure sensing failure - 1052" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customers report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling and stress testing without duplicating the report. A new device was returned to the customer. Review of the data logs identified changes in breath rate, pressure and expiratory periods consistent with a patient coughing into the patient circuit. Dramatic increases in peep and high airway pressures were also noted in the logs. It is likely that this patient experienced asynchrony, which may have triggered the 1052 error. Analysis of reports of this type has not identified an increase in trend.